Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on (B)(6) 2017 on the aviva system within 10 minutes: 454 mg/dl and a result in the "140 mg/dl to 150 mg/dl" range. On (B)(6) 2017, the customer received the following results on the aviva system within 10 minutes: 372 mg/dl and a result in the "140 mg/dl to 150 mg/dl" range. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.